Event description:
A nurse reported during a glaucoma filtration device implantation procedure the shunt would not unload correctly, "stalled." In a follow up, the nurse reported another shunt was used during the same case with no impact to the patient.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionaire has not been received. (B)(4).